Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient fell hard on the concrete and landed on the ins. The patient stated that they weren't in pain but that it seemed the ins shifted because there were wrinkles in their skin on one side on the ins. It was noted that the ins had been implanted for 12 years and that it stopped working after it 'ran out of juice' in 2017. The patient stated that they wanted to get the ins replaced as soon as they had enough money. Hcp listings were sent to the patient. No further complications were reported.